Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the device was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. The implantable pulse generator (ipg) device exhibited pauses with a clear loss of telemetry. The device remains in use. No further patient complications have been reported as a result of this event.